Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the balloon ruptured and detached inside of the patient's artificial blood vessel while removing thrombus from the shunt of the femoral artery and femoral vein. Reportedly, the clinician observed that the ruptured balloon detached when the catheter was removed. Additionally it was reported that a percutaneous transluminal angioplasty was performed, and the flow was recovered. It was further reported that another catheter was inserted; however, the detached balloon was not recovered. Follow up with the hospital indicated that the patient did not sustain any injuries.